Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to product advisory. No additional adverse patient effects were reported. This device was included in the november 2018 sq -rx model 1010 pg shortened replacement interval advisory population.